Event description:
It was reported that during a rotator cuff repair, the bone was started with a 3.8mm punch, the threads were passed through the footprint ultra pk suture anchor, the threads were lowered and adjusted, it was impacted, the green thread was removed and the impact was completed up to the laser line, the peek was blocked and after removing the handle, the threads were left outside and the peek was inside the bone. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, the bone was started with a 3.8mm punch, the threads were passed through the footprint ultra pk suture anchor, the threads were lowered and adjusted, it was impacted, the green thread was removed and the impact was completed up to the laser line, the peek was blocked and after removing the handle, the threads were left outside and the peek was inside the bone. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.